Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had implants removed and replaced due to suspected infection. Implants were placed on 2 dates per the records on (B)(6) 2019 (first 5 items listed) and on (B)(6) 2022. Patient experienced repeated effusions. Surgeon has sent multiple aspirations but no cultures were not positive. Cell counts and lab values were elevated, but not reaching a level to diagnose infection. During the procedure, 2 separate tissue samples were sent to pathology, and 3 and 4 wbc/hpf were found, again elevated but not definitive. Surgeon chose to removal all components and replace in a one stage fashion after a thorough debridement and irrigation. Antibiotic beads were placed in canals and surrounding soft tissues and vancomycin was added to gent cement. There was no surgical delay. Doi: (B)(6) 2019, dor: (B)(6) 2022, affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.